Event description:
It was reported that the programmer displayed an error message that indicated that the connection with the analyzer had been lost. The programmer was powered down, rebooted, and the same result occurred. This occurred with three attempts during pacemaker change procedure. Another programmer was used without incident. It was attempted to reproduce the issue after procedure, but could not. Analyzer was fully engaged/seated in programmer and screws tightened when problem occurred. The programmer and analyzer were returned for service. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis could not confirm or reproduce the reported event. (B)(4) missing hinge plate screw. (B)(4) connector terminal found damaged (damaged pins).